Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 587 mg/dl with a moderate level of ketones. The customer delivered correction boluses via the pump in an attempt to lower the bg level. The customer went to the emergency room due to possible diabetic ketoacidosis. The customer was admitted to the hospital and was treated with an insulin drip and saline. The bg and ketone level were resolved. Although requested, the discharge date was not provided. The contact thought that high bg may be related to the cannula possibly being placed in scar tissue. The contact also stated that the pump settings had been changed recently. The contact believed the pump was functioning as intended.